Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated that the screen got frozen. He removed the battery and then it gave him a button error alarm. Blood glucose value was 170 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. No frozen screens were noted. No traces of moisture were noted at the electronic or motor assemblies per our visual inspection. The insulin pump was received with cracked case at the battery tube threads and with minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.